Event description:
It was reported the patient experienced a loss of stimulation in her legs. X-rays were taken and did not reveal any anomalies and diagnostic testing revealed the patient's impedance readings were normal. The patient is to follow-up with the physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.